Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting by the field service engineer (fse), a review of analyzer service history, a search for similar complaints, a review of tracking and trending data, and a review of product labeling. The field service engineer (fse) observed leaking from the 100 ul trigger pump (part number 7-96344-02) and pre-trigger/trig asm manifold (rohs) (part number 7-77629-04) and replaced both parts. The fse determined the analyzer as the likely cause for the falsely elevated results. After instrument inspection, no issues were found with b-hcg results. Review of the analyzer service history was performed and found no contributing factors on or around the date of the complaint. One subsequent complaint was opened to address a falsely elevated b-hcg result on one patient; the instrument was investigated as the likely cause and the evaluation is currently in process. A review of tracking and trending data did not identify any systemic issue or adverse trends. The i2000sr erratic result rate is within acceptable limits with no trends identified. Labeling was reviewed and found to be adequate. A product deficiency was not identified.

Manufacturer narrative:
This issue was previously reported under manufacturer report number 3005094123-2019-00158 under a different suspect medical device. All further information will be documented under this manufacturer report number. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated b-hcg result when processing on the architect i2000sr. The following data was provided for sid (B)(6): initial result: 6138.89 miu/ml. Retest result: <1.2 miu/ml. No impact to patient management was reported.